Event description:
A healthcare worker complained of chest pain that lasted a "brief period of time" after he had smelled "the odor of peroxide". Although the worker could not remember the exact date for the event, the facility said they have not any cycle cancellations.